Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inappropriately stored ventricular event due to oversensing of noise on the right ventricular (rv) lead. Further review of the episodes found intermittent noise. The patient was noted to be only two percent paced in the rv, however they are 81 percent paced in the atrium. The oversensing on the ventricular channel was causing some a to a intervals in the 1500 to 1600 range. It was further noted that the rv lead impedance had decreased from the 600 ohm range to the 400 ohm range in the last four months. Less than one month later a revision procedure was performed where the rv lead was surgically abandoned due to the oversensing of noise and threshold measurement issues. No additional adverse patient effects were reported.